Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
Procedure type: therapeutic. Procedure name: oculomotor nerve repair. Procedure date: (B)(6) 2025. Device operator: health professional.

Manufacturer narrative:
Emdr is submitted to add new information in b5.

Event description:
It was reported the subject device had no light from the light source. The event occurred during sedation of an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.